Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the distributor's customer got two ventilators back last week, one of the items has a loose pressure monitoring connection. It had been sent away in oct for the pressure monitoring connection completely hanging out. This fault has been fixed but the connection is now loose. This was discovered upon opening and no patient involvement reported.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. Previous service history was reviewed and the reported fault had been repaired without being returned. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Other text: d3, g1, and g2 email is: (B)(4). Additional information: the product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.